Event description:
Pt had a mr exam. He was scanned in feet first position with the torso xl coil. The coil cables ran along left torso and shoulder. The cables separated by towels from the pt. He complained of heat almost immediately when the scan started but he insisted on proceeding with the scan. After the exam, three blisters (approx 2.5 cm in diameter) were found on the upper inner thighs.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. Note: the indicated importer has rec'd FDA exemption number, (B) (4) to submit one FDA from 3500a ot satisfy both the importer and MFR for the same event.